Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the preparation of the dbs dry-run the field service engineer (fse) and the surgeon imported the phantoms CT and did the planning. After this, they started the rosa robot and imported the patient folder. The patient folder was not loadable. Checking the log-files showed an error of the contrast. After copying the [3d_threshold] from a working patient folder, saving and adjusting the crc, they were able to work with the patient folder. No patient was involved in this event.

Manufacturer narrative:
It was reported that it was impossible to load patient folder. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data logs indicates that the root cause of the event is a known design defect.

Event description:
During the preparation of the dbs dryrun the feld service engineer (fse) and the surgeon imported the phantoms CT and did the planning. After this, they started the rosa robot and imported the patient folder. The patient folder was not loadable. Checking the log-files showed an error of the contrast. After copying the [3d_threshold] from a working patient folder, saving and adjusting the crc, they were able to work with the patient folder. No patient was involved in this event.